Event description:
It was reported that during a stent placement procedure, the stent allegedly was blocked and failed to deploy. It was further reported that the inner catheter tube was allegedly broken. It was further reported that there was allegedly difficulty in removal of the stent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample is in used condition such that the pusher is distal to the stent sheath, and the stent is missing. The inner catheter cardan tube is broken directly proximal to the tip with excessive elongation, and the tip is stuck on the 0.035" guidewire that was returned with the sample. The investigation is inconclusive for deployment failure but confirmed for break of the inner catheter cardan tube, and difficult removal. Based on the investigation of the provided information, the investigation is closed as confirmed for break of the cardan tube directly proximal of the tip, and removal difficulty. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...).' Regarding pta the IFU state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Holding and handling of the system throughout deployment was found described. The IFU further state: 'if resistance is met while retracting the delivery system over a guidewire, h6: (component). D4: (medical device catalog number). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample is in used condition such that the pusher is distal to the stent sheath, and the stent is missing. The inner catheter cardan tube is broken directly proximal to the tip with excessive elongation, and the tip is stuck on the 0.035" guidewire that was returned with the sample. The investigation is inconclusive for deployment failure but confirmed for break of the inner catheter cardan tube, and difficult removal. Based on the investigation of the provided information, the investigation is closed as confirmed for break of the cardan tube directly proximal of the tip, and removal difficulty. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...).' Regarding pta the IFU state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Holding and handling of the system throughout deployment was found described. The IFU further state: 'if resistance is met while retracting the delivery system over a guidewire. H10: g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly was blocked and failed to deploy. It was further reported that the inner catheter tube was allegedly broken. It was further reported that there was allegedly difficulty in removal of the stent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample is in used condition such that the pusher is distal to the stent sheath, and the stent is missing. The inner catheter cardan tube is broken directly proximal to the tip with excessive elongation, and the tip is stuck on the 0.035" guidewire that was returned with the sample. The investigation is inconclusive for deployment failure but confirmed for break of the inner catheter cardan tube, and difficult removal. Based on the investigation of the provided information, the investigation is closed as confirmed for break of the cardan tube directly proximal of the tip, and removal difficulty. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter.' Regarding pta the IFU state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Holding and handling of the system throughout deployment was found described. The IFU further state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly was blocked and failed to deploy. It was further reported that the inner catheter tube was allegedly broken. It was further reported that there was allegedly difficulty in removal of the stent. The procedure was completed using another device. There was no reported patient injury.